Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus/basal delivery. The pump was unable to verify motor position encoder error or alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.